Event description:
Medtronic received information from a literature article regarding the impact of the recapture maneuver on patient outcomes and bioprosthetic valve durability following transcatheter aortic valve implantation (tavi). All data was collected from a single center between january 2008 and december 2018. The overall study population included 346 patients. Of these, 170 underwent tavi with a self-expanding valve system (predominantly female, mean age 83.5 years). Self-expanding valve systems used in the study: non-medtronic (n = 31), medtronic corevalve (n = 20), and medtronic evolut r (n = 119). No unique device identifier numbers were provided. Among the 346 patients in the overall study population, which included 176 balloon-expanding valve patients (all non-medtronic) and 170 self-expanding valve patients (non-medtronic = 31, medtronic = 139), a total of 159 deaths (cardiovascular = 67, non-cardiovascular = 92) occurred at a median time of 658 days after tavi. No statement was made suggesting a casual or contributory relationship between medtronic product and any of the deaths. The following non-death adverse events may have been associated with corevalve and evolut r valves: need for second valve implant, stroke, life-threatening or major bleeding, major vascular complications, and new permanent pacemaker implantation. Valve recapturing and repositioning was performed in 39 patients treated with a self-expanding valve system and was successful in all of them. The valve was recaptured one time in 27 cases, two times in 11 patients, and 4 times in one patient. A full recapture was required in 17 cases, while a partial recapture was used in 22 cases. The medtronic enveo r delivery catheter system may have been associated with these occurrences. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: kefer j, et al. Resheathing of self-expanding bioprosthesis: impact on procedural results, clinical outcome and prosthetic valve durability after transcatheter aortic valve implantation. Int j cardiol heart vasc. 2020 jan 5;26:100462. Doi: 10.1016/j.ijcha.2019.100462. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.